Event description:
No osseointegration, no thread tap used, primary stability was achieved, implant wasn't completely covered by bone, bone resorption, asymptomatic. Short pain when inserting the locator abutment and re-turning the implant.